Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery the surgeon used eight universal reduction screws (urs) monoaxial screws and two universal degen screws (uds) polyaxial screws. The procedure progressed well until the unlocking of the locking cap. The surgeon completed the final tightening and was ready to unlock the locking cap, but was not able to do the unlocking. The surgeon attempted two to three times, but was not successful in unlocking it. During the process the tip of the screwdriver shaft broke. There was a 10-15 minute delay reported. There was no patient harm involved. This report is for an unknown spine. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.